Manufacturer narrative:
The actual sample was not returned for investigation. The supplier of the anaesthesia medication completed a review of manufacturing records for the reported lot and concluded that the product met with specifications at final testing. The supplier also tested retained samples from the same lot for potency. All testing found the product to meet with specifications.

Event description:
A report was received stating a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to provide the patient with general anesthesia. No adverse effects to patient reported.